Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. Prior to release, one last contrast shot was performed. When the physician drew back, a combination of air and saline was pulled into the system and pushed into the left atrium. The device met release criteria and was released. The patient did not have any st elevation, and they could see the air in the lower left ventricle apex. The patient had a lower ejection fraction so air was starting to dissipate into the rest of the body. The patient was put on 100% oxygen. The patient woke with some mild weakness on the left side. The following day, everything had completely dissolved and the patient felt normal. The patient was discharged on (B)(6) 2020.